Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214056 with internal positive quality control samples and negative quality control swabs. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214056 and test device 195-430h / lot 212377. Quality control release testing met specifications with no observations of conflicting results. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 214056 based on the total quantity of devices distributed is (B)(4). Based on the evidence available, the lot is performing as expected. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 214056 based on the total quantity of devices distributed is (B)(4). Based on the evidence available, the lot is performing as expected. A product deficiency was not identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on 02dec2022 on nasal swab. The consumer performed two tests with binaxnow covid-19 ag self-test, the first test was positive, and the second test was negative. Also, the consumer performed a self-test again, and it was positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A batch history record review, threshold review and retained product analysis were performed for lot 214056. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214056 and test device 195-430h / lot 212377. Quality control release testing met specifications with no observations of conflicting results. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 214056 based on the total quantity of devices distributed is (B)(4). Based on the evidence available, the lot is performing as expected. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for lot 214056 based on the total quantity of devices distributed is (B)(4). Based on the evidence available, the lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.b5: a clarification received from the customer on 07mar2023 confirmed that the third test was binaxnow covid-19 ag self-test, therefore, the customer was reporting a conflicting result instead of a false negative as initially reported. H6: medical device problem code: a090806. D4: expiration date h3 other text : device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on 02dec2022 on nasal swab. The consumer performed two tests with binaxnow covid-19 ag self-test, the first test was positive, and the second test was negative. Also, the consumer performed binaxnow covid-19 ag self-test again, and it was positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on (B)(6) 2022 on nasal swab. The consumer performed two tests with binaxnow covid-19 ag self-test, the first test was positive, and the second test was negative. Also, the consumer performed a self-test again, and it was positive. No additional patient information, including treatment and outcome, was provided.